Event description:
It was reported that during regular inspection discovered by customer personnel , the cs100 intra-aortic balloon pump (iabp) needed a battery check. There was no patient involved reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. From the inspection, it was found that the battery for iabp is deteriorated and has reached its end of life 3 years. Fse orders the spare parts according to the purchase order. The fse replaced the batteries and cable assy, ECG lead wire set to resolve the issue. Tested the operation of the machine and it can be used normally.